Manufacturer narrative:
The reported sensor was returned and visually inspected. No issues or product deficiencies were observed during visual inspection.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 customer noticed the skin where the sensor had been inserted was ¿irritated¿ and that there are ¿permanent markings on (her) skin¿. Customer noted having contact with a healthcare provider and was prescribed mupirocin cream (an antibiotic) and ¿pinaska¿ (reportedly an antibiotic) initially, but when they were deemed to be ¿ineffective¿, she was then prescribed betamethasone (a corticosteroid) to treat an allergy to the glue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 customer noticed the skin where the sensor had been inserted was ¿irritated¿ and that there are ¿permanent markings on (her) skin¿. Customer noted having contact with a healthcare provider and was prescribed mupirocin cream (an antibiotic) and ¿pinaska¿ (reportedly an antibiotic) initially, but when they were deemed to be ¿ineffective¿, she was then prescribed betamethasone (a corticosteroid) to treat an allergy to the glue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. MDR follow up #1 was sent in error as the reported sensor has not been returned and investigated at this time.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 customer noticed the skin where the sensor had been inserted was ¿irritated¿ and that there are ¿permanent markings on (her) skin¿. Customer noted having contact with a healthcare provider and was prescribed mupirocin cream (an antibiotic) and ¿pinaska¿ (reportedly an antibiotic) initially, but when they were deemed to be ¿ineffective¿, she was then prescribed betamethasone (a corticosteroid) to treat an allergy to the glue. There was no report of death or permanent injury associated with this event.